Event description:
It was reported that the pt had good results from their pump that was implanted, the pt experienced a return of pain and a "funny taste in his mouth." The pt's daily medication dose and ptm (personal therapy manager) dose was increased with no improvement. A catheter dye study was done last week. The physician felt that there was a fracture in the section of the catheter sitting behind the pump. The pt had a catheter revision. During the catheter revision, there was a fracture or microtear in one section of the catheter. The spinal section of the catheter had a complete fracture approx 1-2 cm up from the anchor; the catheter was in the intrathecal space and irretrievable. The catheter was replaced and the medication dosage was decreased. The pt's outcome was reported as "no injury." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
("Funny taste in their mouth") - the catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.